Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown mentor saline prosthesis. (B)(4).

Event description:
It was reported that a patient breast augmentation with unknown mentor saline prostheses that were approximately were 300ccs. The patient immediately began experiencing health problems. The first of which was an infection that was treated with high dose antibiotics. This was followed by cystic acne, treated by antibiotics with limited success. A few years later, sinus problems including an infection of 6 months, and eventually surgery. A few years after the sinus issues, the patient experienced chronic bell¿s palsy and migraines. Medications including triptans and physical therapy were unable to resolve these issues. These issues were accompanied by heavy menstruations. After about 8 years, heavy medications and dietary modifications were able to control the migraines. Depression, anxiety attacks, hormonal imbalance, and melasma reported in addition to these other issues. Multiple unspecified treatments were unsuccessful in treating these issues. The patient suspected these issues were exacerbated by endocrine-disrupting chemicals they felt were contained in the breast implants. For this reason, the implants were removed without replacement. The root cause of the patient's symptoms is unknown. (See 1645337-2018-04993 for contralateral prosthesis report) this information was previously submitted to the FDA (mw5076929 ).

Manufacturer narrative:
On 8/29/2018 mentor became aware that the lot number and correct device history review statement was erroneously omitted from the initial report submitted on 7/29/2018. See the correct device history record review statement below. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).